Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported effective therapy was established.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was seeing oor.  Pt called around 6pm on (B)(6) 2022 and said his controller showed ¿desired settings cannot be provided¿. The rep explained we will have to meet in the office to reprogram his device, however the issue may spontaneously resolve. Pt continued seeing the message over the next 2 days whenever they increased intensity. The rep met with pt today and reports seeing impedance value of >4000 on contact 6, the rest of the contacts were between 600 and 700 with reference electrode 0. The rep reports that pt's current programming was using contact 6, so they re-programmed using contacts 4, 5, and 7, and kept current programming on the other lead using contacts 14 and 15. The rep reports pt was able to increase stim to desired intensity a few times and did not see any messages displayed. Rep reports that about 45 minutes after their meeting, the pt again saw the settings not available message on their pt controller after trying to increase intensity. Tss reviewed changing reference electrode to all contacts being used in pt's current programming. The rep notes the >4k ohms referencedin this initial note was actually >40k after tss reviewed how out of range impedances are displayed. The caller states she did another impedance check now and this time she elected to change her references and noted that all contacts associated with 4 and 6 are >40k ohms. Tss advised being diligent about changing her reference electrode and programming further with viable electrodes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.